Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/10/2009, 11/11/2009, and 11/19/2009 by phone, fax, and mail. The surgeon was unwilling to complete the follow up questionnaire. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a pt experiencing glare and halos following intraocular lens (iol) implant surgery. The surgeon reported the pt stated she can no longer drive on freeways. The pt had a minimal unexpected postoperative refraction. The surgeon was unwilling to complete the follow up questionnaire.